Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was not receiving effective therapy. It was confirmed that the lead had migrated and was not in the correct position. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the lead was repositioned. Postoperatively, the patient has effective therapy.